Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: d4. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be determined. However, based on the investigation findings, the most probable cause of the reported malfunction is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope had scope communication error code-e216 and error code b30-scope communication error. The issue was identified during the diagnostic colonoscopy procedure during sedation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.